Event description:
It was reported that the systems images were garbled/split and distorted; making the system unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative evaluated the system but no conclusion can be drawn as further repair information is not available.